Event description:
Bii - after two breast reconstructions post bilateral mastectomy in 2021, my health has significantly declined instead of improving. Brain fog, migraines, fatigue, muscle aches, vision problems, recurrence of ibs symptoms now worse than before, joint pain, vertigo, memory and concentration issues, breast pain, irritability, depression- silicone is toxic and should not be placed into the human body. Ref report: mw5158328.